Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The zilbs-635-10-10 was advanced via the papilla toward the hilar bile duct; however, it was unable to cross the stricture. A non-cook stent was placed to complete the procedure. Additional information provided by the sales rep on 26feb2026: was there any evidence that the sheath/catheter being kinked when the delivery system was removed from the patient? No. What endoscope channel size was used? 3.7mm (olympus, jf-260v). Details of the wire guide used (name, diameter)? Already provided in other non-cook products (fielder 025, 025inch gw). Did the patient exhibit difficult anatomy? No. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. Was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? None other than the reported stricture. Was resistance encountered when advancing the delivery system to the target location? No resistance was encountered until the reported stricture. If resistance was felt how did the physician deal with the resistance encountered? Na. What was the position of the elevator during advancement? It was set to off.